Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. It was reported that the issue was noted before patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause of the customer's report was electrical failure ¿ design.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. It was reported that the issue was noted before patient use